Event description:
A report was received that a patient's precision system was explanted. The patient was re-implanted with a non-bsc system. The implanting physician was unaware of the patient's explant. No additional info is available.